Event description:
Allegedly revised due to dislocation subluxation; malalignment.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete. This event occurred in the united kingdom. This is the same event as 1043534-2013-02154, 02155.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.